Event description:
It was reported that customer was hospitalized with diabetic ketoacidosis (dka). It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 291 mg/dl. Blood glucose value at the time of hospitalization was over 1600 mg/dl. Customer was vomiting excessively and dehydrated. Customer removed the insulin pump in the ambulance on the way to the hospital. Customer was able to complete the rewind sequence. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with stained back address / serial number label. (B)(4).